Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 27may2019. The manufacturer¿s international service technician replaced the power management board to address the reported problem. The unit successfully passed the required performance verification test. A power management (pm) printed circuit board assembly (pcba) was returned to the fi(failure investigation) lab for evaluation. Visual inspection of the pm pcba assembly revealed no damage or contamination. An investigation was performed and the power management (pm) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.